Event description:
The consumer reported that since 2000, their body snaps when they move and that all of a sudden they get a feeling like a knife that was jabbing them in the spinal cord. Between 1960 and 2002, the patient's spine was rebuilt with nuts and bolts. In 2000, the patient fell on ice and the stimulation cord broke and the stimulation unit was changed. The patient was told that the ins wasn't going to last because it was drawing too much power and was replaced. There was a report that the patient was wired together with their sciatic and chewing gum. Relevant medical history includes non-malignant pain and failed back syndrome - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.